Event description:
The following information was reported: device jammed while shuttling down. No harm to the patient per physician and manual pressure was held for 15 minutes. The patient was not hospitalized. Deployer: not trained.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was still inside the shuttle cartridge. When an attempt was made to retract the shuttle, significant resistance was noted and shuttle did not move. Incremental incisions were made on the shuttle cartridges to enable shuttle retraction. Blood was found on the proximal end of the sealant which is a typical indication that blood being forced into the shuttle cartridge. In addition, blood was present near the proximal end of the advancer tube. Visual inspection of the device showed that a small piece of sealant was wedged between advancer tube and the balloon distal shaft. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the device jam during shuttling down might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrae prematurely which can contribute to a device jam.